Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; however, the following observation was made from the attached photograph. The photograph shows only a portion of the patient¿s peg in situ. A portion of the peg tubing was observed coming out of the patient¿s abdomen and going through the external fixation plate tube guiding hole with the blue clamp in the closed position and connecting to the y-connector. Tape is wrapped around the portion of the peg connecting to the y-connector and most of the y-connector, which an observation was unable to be evaluated. No apparent damage was observed to visible portions of the peg, external fixation plate and small portion of the y-connector visible. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. On an unknown date, the patient experienced hypergranulation tissue around the peg tube with excoriation and creamy exudate. On an unknown date, a stoma site swab revealed heavy growth of streptococcus anginosus and the patient commenced treatment wit keflex qid and mupirocin 20mg/g ointment bd.